Event description:
It was reported that the patient was recharging more than expected and that it was determined that the recharge interval did not appear appropriate for the implantable neurostimulator (ins). It was noted that the patient used maximum settings (10.5 volts, on 24 hours a day, 7 days a week). Additional information was requested, but was not available at the time of this report. See also manufacturers report # 3004209178-2012-02293.

Event description:
Additional information was received that reported the patient's implantable neurostimulator (ins) battery was explanted and replaced on (B)(6) 2012 because it would not hold a charge. It was noted that in (B)(6) 2012, the patient reported having to recharge the ins 'every 29 hours' and the ins were set to the maximum amplitude and running 24 hours a day. About 2.5 weeks prior to explant, the patient reported the device 'stopped working' and it was not believed to be due to normal battery depletion. The patient recovered without sequelae. If additional information is received, a follow up report will be sent. See also manufacturer's report #3004209178-2012-02293

Event description:
Reference MFR report # 3004209178-2012-02293 for related concomitant device event.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 37711 serial# (B)(4) found no anomaly. The total recharge count was 593. The longest recorded session was 8min 23sec; the rest were 29sec or less. Recharge functional testing of this ins found it to be functioning normally. The ins was recharged at body temperature with approximately 1cm of space between the ins and charger antenna. The charge time was 4hrs 43 min 24sec. The ins charged from 3.745 volts to 4.065 volts with 100% coupling. A non-standard test was performed to check the discharge function of the ins battery. The returned ins battery lasted approximately 11.5% less time than a new battery which is in the normal range for a used battery of this age.

Manufacturer narrative:
Lead model 3777-45, serial # (B)(4), implanted: (B)(6) 2009, explanted: na. Programmer model 37743, serial # (B)(4). Recharger model 37752, serial # (B)(4). Concomitant system: neurostimulator model 37711, serial # (B)(4), implanted: (B)(6) 2010, explanted: na. Lead model 3586, serial # (B)(4), implanted: (B)(6) 1995, explanted: na. Lead model 3587a, lot#l70167, implanted: (B)(6) 1999, explanted: na. Extension model 748951, serial # (B)(4), implanted: (B)(6) 2007, explanted: na. Extension model 7496-51, serial #(B)(4), implanted: (B)(6) 1995, explanted: na. Programmer model 37743, serial # (B)(4). (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.